Event description:
A retailer reported that a (B)(6) male experienced a corneal ulcer and was hospitalized for 2 days after using private label multi-purpose solution. The initial reporter, a family member, noted that there was nothing unusual about the bottle and the security seal was in place. The bottle was forwarded in a hospital for testing; no results were provided. The pt's mother did not respond to multiple attempts to obtain further info. (Please see related cases: MFR report # 2020664-2010-00046 and MFR report # 2020664-2010-00047). Pts from all three related cases used the same bottle of solution.

Manufacturer narrative:
A review of the mfg records for the reported lot was performed; no deviations were noted and product met all specs. Chemistry eval results of retained unit from the reported lot were within specs. Microbiology eval of retained unit from the reported lot showed the solution to be sterile. A root cause has not been determined.